Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA uf/importer report (B)(4) with the following event description: while in use, the blade on the snap-fit endowrist detached [sic] inside of the patient. It was located by use of c-arm imaging in the left para-colic gutter and was removed. On post op day 3 patient found to have pneumoperitoneum and ileus. Repeat surgery resulted in partial colon resection and end sigmoid colostomy. What was the original intended procedure? Robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, closure of episiotomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) based on the current information provided, this complaint will remain reportable due to the following conclusion: while undergoing a da vinci-assisted surgical procedure, the patient allegedly sustained a small bowel injury as a result of snap-fit paddle blade that had fallen off a snap-fit scalpel instrument.

Manufacturer narrative:
The snap-fit paddle blade has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. The snap-fit scalpel instrument was returned to isi, evaluated, and no trouble was found. Isi has reviewed the site's system logs with a procedure date of 06/21/2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted surgical procedure, the patient allegedly sustained a small bowel injury as a result of snap-fit paddle blade that had fallen off a snap-fit scalpel instrument.

Event description:
It was initially reported on (B)(6) 2016 that during a da vinci-assisted hysterectomy procedure, the snap-fit paddle blade installed on a snap-fit scalpel instrument allegedly fell off inside the patient. The initial reporter indicated that the instrument accessory was retrieved with no harm to the patient. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: while the surgeon was morcellating and shaving the patient's uterus, the snap-fit paddle blade reportedly fell off inside the patient. An x-ray was performed to locate the instrument accessory which took about an hour. The snap-fit paddle blade was found between the folds of the patient's bowel. The instrument accessory was retrieved with an unspecified laparoscopic grasper instrument. The surgical procedure was completed with no reported injuries to the patient. On 07/06/2016, the initial reporter contacted isi and indicated that the patient had sustained a small bowel injury. The patient was taken to the operating room (or) on an unspecified date and underwent an unspecified procedure. As of the date of the (B)(6) 2016, the initial reporter indicated that the patient was still hospitalized. On 07/15/2016, isi contacted the initial reporter and obtained the following information regarding the reported event: post-operatively, the patient developed unspecified symptoms, came back to the hospital, and a small bowel injury was found. According to the initial reporter, the site believes the small bowel injury was caused by the snap-fit paddle blade that had fallen inside the patient. Due to the small bowel injury, the patient reportedly received a colostomy. The initial reporter stated that there were no instrument collisions during the da vinci-assisted hysterectomy procedure. On 07/15/2016, isi also contacted the isi clinical sales representative (csr). The csr spoke to the surgeon regarding the reported event. Per the csr, the surgeon believes the small bowel injury was caused by the snap-fit paddle blade that had fallen inside the patient. The surgeon indicated that the da vinci-assisted hysterectomy procedure was completed with no issues except for when the snap-fit paddle blade fell inside the patient. At the time of the surgery, no intra-operative complications were observed. The surgeon explained that after the snap-fit paddle blade was found and retrieved, he inspected the location where instrument accessory was located and no injuries were identified. The csr confirmed that the patient received a colostomy due to the small bowel injury. The csr also stated that the patient came back to the hospital on (B)(6) 2016 and was found to have developed an abscess. No further clinical information was provided.